Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At an unknown time the patient had a blood glucose result of 587 mg/dl on the aviva system. The patient experienced symptoms of anxiety and pain in her left arm. The patient attempted to self-treat with boluses through her infusion device, but this did not decrease her blood glucose level. At an unknown time an ambulance transported the patient to the hospital. The blood glucose results and treatment provided by the emt's were not provided. At the hospital the patient was treated with "serum therapy and endovenous insulin". At an unknown time the hospital received a lab result of 5 mmol/l. The patient was discharged from the hospital on (B)(6) 2016. The serial number of the device was not provided. The infusion device was requested to be returned for product evaluation.